Event description:
It was reported that the customer had been hospitalized. The customer was advised by the doctor at the hospital that they need a new insulin pump because their current one does not work. The customer had cat scan and MRI while wearing the insulin pump. The devise had to be recalibrated. It was reported that the bolus wizard was not recording all of the deliveries in the history. At the time of the phone call the customer's blood glucose was 298 mg/dl. The customer was calling from the hospital and was still connected to the insulin pump. They were on IV drip before. Troubleshooting was offered for the high blood glucose as well as the bolus history, but the customer declined any troubleshooting and requested a new insulin pump, as the doctor recommended. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. See medwatch report 3004209178-2014-86607.